Event description:
The following has been reported: error reading: customer reported problem error reading. Was confirmed. Found malfunctioning air in line sensor that could not be calibrated. Replaced and calibrated air in line sensor. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Multiple air in line errors related to the reported event were found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, during test, the reported event could not be reproduced. Nothing was noticed during internal check. However, during preliminary tests, the calibration of air in line sensor failed, that confirmed the reproted event. The air sensor was replaced to solve the issue and sent back to brézins for further investigation. Once in brezins, the air sensor was found to be functional. Therefore, the root cause of the reported event could be linked to another part that can only be tested with its associated device. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.